Event description:
Procedure type: bariatric procedure. According to the reporter: during the procedure, the housing was disengaged from the outer sleeve. A new one was opened to complete the procedure. Nothing fell into the cavity. There was no pt harm. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).